Manufacturer narrative:
The returned product was returned with the handle not attached. There was a segment broken from the neck of the passer handle. It is unknown how this damage occurred. No anomalies were observed during a review of the device history record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a piece of plastic came off the handle of a catheter passer while trying to remove the handle during a case. The piece was retrieved, and there was no patient impact.